Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was in for a routine check and an impedance check showed high impedances greater than 10000 on electrodes 0-7. The patient had programming on the 8-15 lead and was able to get adequate coverage with it. The patient was unaware that she wasn¿t feeling stimulation on the program for 0-7 because the 8-15 program was running simultaneously and covering both sides. No external factors were known and the issue was not resolved at the time of the report as the impedances remained high. The physician was informed and because the patient had adequate coverage no surgical intervention was planned. No patient symptoms reported.